Event description:
Stent used during coronary ptca was unable to be advanced, so it was removed. There was difficulty removing it through the guard catheter. Everything was pulled out, catheter, guidewire and stent. Upon observation, the stent had become torn or damaged at the base. Abbott xience skypoint 2.75 mm x18 mm, ref 1804275-18, lot 1120641. FDA safety report ID # (B)(4).